Manufacturer narrative:
Device used for treatment and not diagnosis. The holding sleeve was received in good condition. The only apparent defect was the sheared off tip of the driver. The complaint issue is due to an unknown cause. Magnum manufacturing center manufactured the retaining sleeve matrix. The instrument conformed to specifications at the time of manufacturing and passed synthes incoming inspection. The material and hardness requirements on the returned device met specifications. There is a peeled/cracked thread which is still attached to the main body of the holding sleeve. The holding sleeve may not have been fully threaded into the screw during insertion at which point a bending load was applied leading to the threads cracking. The surgeon may have then inadvertently turned the green knob upon which the further torque applied lead to the peeling of the cracked thread. The design risk analysis is adequate for the intended use.

Event description:
During a matrix system transforaminal lumbar interbody fusion l1-l2, the screw driver tip or or threaded portion of the screw driver broke off during insertion of a screw into the pedicle. The screwdriver tip was retrieved.

Manufacturer narrative:
This device was for treatment not diagnosis. Investigation is on going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. A review of synthes device history records for the product conformed to all requirements.